Event description:
On (B)(6) 2023, while working in the pacu and setting up dilaudid pcas there were multiple errors with the current dilaudid pca cartridges. The tubing that exits the cartridges has a large clamp attached. The clamp compromised the integrity of the tubing, which caused errors when attempting to prime the tubing with the pca pump. The medication was unable to pass the clamp mark that was left behind on the tubing. Multiple cartridges were disposed of due to this issue and pharmacy had to reissue new cartridges and reorder multiple times, which was time consuming on their end and the pacu rns end. There was a delay in getting the patient(s) their prescribed pain medications due to this issue, which then resulted in the mda needing to order additional meds that could be drawn up in the meantime. All of these steps were very time consuming. Reference report mw5116616.